Event description:
Additional information from the healthcare provider (hcp) reported prior to the patient¿s death they went to the emergency room on (B)(6) 2017 after being implanted on (B)(6), and were diagnosed with a stroke. It was further reported the patient was sent home from the hospital on (B)(6) on hospice care which was due to the stroke. The patient died at their home on (B)(6) 2017 but it was unknown if the stroke/death was related to the device as two healthcare provider¿s contacted had no information related to autopsy or toxicology reports, but would call back if they received any further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the patient had a stroke two days after they were implanted, and died on (B)(6) 2017. Prior to the patient¿s death no troubleshooting with the manufacturer¿s equipment was indicated. Relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.